Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she pulled out the infusion set due to a no delivery alarm and she had to change it. Customer declined troubleshooting for the no delivery alarm and high blood glucose of 445 mg/dl.